Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error code. Device data was sent for technical services (ts) review. Ts noted that the device was exhibiting premature depletion. The device should be replaced and returned for detailed analysis. Ts noted that therapy delivery was currently unaffected, and the device should be replaced within ninety days. Ts noted that during this time, the device will be able to provide six shocks without exceeding a charge time of fifteen second, and the replacement window ends on (B)(6) 2024. Additional information noted that the patient had arrived for a device change out. Suspected higher than normal high voltage shock impedance measurement were suspected. Interrogation of the s-ICD showed values of 115 ohms. A previous shock reverted a suspected ventricular tachycardia (vt) with an impedance of 124 ohms. The sales representative informed the doctor the impedance values could be explained by the position and fat under the device or electrode and to perform an x-ray to access position. The patient will be seen next week to access whether the patient is suited best for an sicd or transvenous system given the patients recent atrial fibrillation (af) and current long qt treatment. Technical services (ts) review of the device data confirmed that the values for the shock impedance had been 110 to 135 ohms dating back to 2022. Ts noted that the shock delivered in 2022 was 126 ohms which is in rang of where the low voltage shock impedance tests have trended since this time. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to add information in the describe event or problem field and add device codes.

Manufacturer narrative:
This report is being filed to update the explant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error code. Device data was sent for technical services (ts) review. Ts noted that the device was exhibiting premature depletion. The device should be replaced and returned for detailed analysis. Ts noted that therapy delivery was currently unaffected, and the device should be replaced within ninety days. Ts noted that during this time, the device will be able to provide six shocks without exceeding a charge time of fifteen second, and the replacement window ends on 16 june 2024. Additional information noted that the patient had arrived for a device change out. Suspected higher than normal high voltage shock impedance measurement were suspected. Interrogation of the s-ICD showed values of 115 ohms. A previous shock reverted a suspected ventricular tachycardia (vt) with an impedance of 124 ohms. The sales representative informed the doctor the impedance values could be explained by the position and fat under the device or electrode and to perform an x-ray to access position. The patient will be seen next week to access whether the patient is suited best for an sicd or transvenous system given the patients recent atrial fibrillation (af) and current long qt treatment. Technical services (ts) review of the device data confirmed that the values for the shock impedance had been 110 to 135 ohms dating back to 2022. Ts noted that the shock delivered in 2022 was 126 ohms which is in range of where the low voltage shock impedance tests have trended since this time. No adverse patient effects were reported. The device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error code. Device data was sent for technical services (ts) review. Ts noted that the device was exhibiting premature depletion. The device should be replaced and returned for detailed analysis. Ts noted that therapy delivery was currently unaffected, and the device should be replaced within ninety days. Ts noted that during this time, the device will be able to provide six shocks without exceeding a charge time of fifteen second, and the replacement window ends on 16 june 2024. The device remains implanted.

Manufacturer narrative:
This report is being filed to add information in the describe event or problem field, outcome attributed to adverse event field, adverse event/product problem, and type of reportable event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error code. Device data was sent for technical services (ts) review. Ts noted that the device was exhibiting premature depletion. The device should be replaced and returned for detailed analysis. Ts noted that therapy delivery was currently unaffected, and the device should be replaced within ninety days. Ts noted that during this time, the device will be able to provide six shocks without exceeding a charge time of fifteen second, and the replacement window ends on 16 june 2024. Additional information noted that the patient had arrived for a device change out. Suspected higher than normal high voltage shock impedance measurement were suspected. Interrogation of the s-ICD showed values of 115 ohms. A previous shock reverted a suspected ventricular tachycardia (vt) with an impedance of 124 ohms. The sales representative informed the doctor the impedance values could be explained by the position and fat under the device or electrode and to perform an x-ray to access position. The patient will be seen next week to access whether the patient is suited best for an sicd or transvenous system given the patients recent atrial fibrillation (af) and current long qt treatment. Technical services (ts) review of the device data confirmed that the values for the shock impedance had been 110 to 135 ohms dating back to 2022. Ts noted that the shock delivered in 2022 was 126 ohms which is in range of where the low voltage shock impedance tests have trended since this time. No adverse patient effects were reported. The device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.